Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that during a code on a hemodynamically unstable patient who was dopamine dependent the device alarmed with a red screen and unknown message on the main display. The user tried a second pump module and the same alarm occurred. The events occurred in CT scan and while en route to the medical respiratory care unit. Upon arrival to the micu the patient was hypotensive due to lack of vasopressor support. No lasting effect was reported. The facility¿s biomed reviewed the pump module error logs and it was noted that both modules experienced 240.4150 (sensor broken high) errors, logged at the reported event time. Biomed will be replacing the upper pressure sensors.

Manufacturer narrative:
The customer¿s report of device alarms and a red screen display was confirmed. The pcu event log shows that during infusions error code 240.4150.0 (sensor broken high) occurred on both pump module s/n (B)(4) and pump module s/n 14263207 and the infusions were stopped. The probable cause of the device alarms and red screen display was error 240.4150.0 (sensor broken high). The root cause of the error code was not identified as the pump modules were not returned for investigation.